Manufacturer narrative:
(B)(6). Medtronic representative went to the site to test the equipment. It was reported that power was not getting the camera due to a loose power cable. The cable was adjusted and the issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the optical camera was not working. There was a message stating "localizer not connected" on the system. Additionally, the system could not recognize some instruments. There was no patient present.